Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device prompts child patient with adult pad-pak. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 18th march 2011. There were 14 manual power ups all under one minute duration recorded between the 9th january 2018 and the 18th january 2018. The user reported the fault on the 9th january 2018. It is therefore reasonable to assume that the user had witnessed the reported fault during these manual power ons. However, as the user accessible memory had been erased the investigation was unable to verify the reported issue. Failures of this nature can be attributed to a failure of the sw1 reed switch. During the investigation the device power cycled multiple times with both an adult pad-pak and paediatric-pak. The device gave adult voice prompts with the adult pad-pak installed and child voice prompts with the pedi-pak installed. Furthermore, the unit was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. This equates to approximately 33 months of normal use without fault. After the device was temperature cycled it was then power cycled multiple times with an adult pad-pak, and again with a paediatric-pak installed. The device continued to issue the correct prompts on each occasion. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Device prompts child patient with adult pad-pak. No patient involved.